Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 1ml ll w/o dn experienced a defective/deformed stopper. The following information was provided by the initial reporter: material no.: 309628, batch no.: 9322088. It was reported that the syringe rubber stopper defective.

Event description:
It was reported that the syringe 1ml ll w/o dn experienced a defective/deformed stopper. The following information was provided by the initial reporter: material no.: 309628, batch no.: 9322088. It was reported that the syringe rubber stopper defective.

Manufacturer narrative:
H.6. Investigation: one 1ml syringe in an opened blister pack from batch 9322088 (p/n 309628) was received and evaluated. It was observed the plunger rod was in the bottom out position and the stopper was wedged between the bottom of the plunger rod and barrel wall. The jammed stopper condition was rejectable per product specification. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the jammed stopper defect is associated with the assembly process.